Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to infection.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of an infection caused by an open wound. Infection is addressed in the product labeling under general surgical risks.